Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00142: plate 1, 3025141-2017-00143: link screw, 3025141-2017-00144: plate 2, 3025141-2017-00145: screw 1, 3025141-2017-00146: screw 2, 3025141-2017-00147: screw 3, 3025141-2017-00148: screw 4, 3025141-2017-00149: screw 5, 3025141-2017-00150: screw 6, 3025141-2017-00152: screw 8, 3025141-2017-00153: screw 9.

Event description:
Acu-loc 2 vdr plates were implanted. At some point post op, one of the nine screws broke. The plates and screws were explanted.

Manufacturer narrative:
Product has been returned. The head and likely associated shaft of this 2.3mm x 24mm locking screw was examined under magnification, and minimal wear of threads. Examination of the head fracture surface under magnification did not yield useful information about failure as the fracture surface itself was severely worn. Additional mdrs associated with the event: 3025141-2017-00142 follow up 1: plate 1, 3025141-2017-00143 follow up 1: linkage screw, 3025141-2017-00144 follow up 1: plate 2, 3025141-2017-00145 follow up 1: screw 1, 3025141-2017-00146 follow up 1: screw 2, 3025141-2017-00147 follow up 1: screw 3, 3025141-2017-00148 follow up 1: screw 4, 3025141-2017-00149 follow up 1: screw 5, 3025141-2017-00150 follow up 1: screw 6, 3025141-2017-00152 follow up 1: screw 8, 3025141-2017-00153 follow up 1: screw 9, 3025141-2017-00175: screw 10, 3025141-2017-00185: screw 11.